Event description:
Contact person reported that an oncology pt received an infusion of pooled platelets from 8 units of blood at an outpt facility in 2005. Pre-transfusion temperature 95.7, pulse 84. Post transfusion temperature 97, pulse 80, afebrile, platelet count <11,000. Hgb 9.9, hct 28.5. Pt complained of lightheaded feeling 3/4 thru transfusion. No other complaints, signs or symptoms, vital signs stable until completed. Time of transfusion 1410 - 1520. The pt was admitted in the ER later that same day at 1634 and admitted at 1853 with anaphylactic shock. The pt was treated for sepsis but died 2 days later.